Event description:
It was reported the patient had trouble coupling using the recharger with the implantable neurostimulator (ins). The patient had 'a couple' of revisions where the pocket was revised. No patient symptoms were reported. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; (B)(4).